Manufacturer narrative:
For 2 of the 4 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Of the 2 systems confirmed for the reported issue, 1 unit was resolved by repositioning the internal tubing and calibrating the system, 1 unit was resolved by replacing the flow sensors. For 1 of the 4 reported events, a ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. For 1 of the 4 reported events, the customer resolved the issue and ge healthcare service was declined.

Event description:
This report summarizes 4 malfunction events. A review of the events indicated that model 1006-9305-000 anesthesia gas machine experienced pressure problems. 1 unit was reported for no pressure or volume during ventilation, 1 unit reported for lost ability to mechanically ventilate in pressure mode, 1 unit would not work in pressure mode, 1 unit was reported for an error resulting in loss of pressure mode. These reports were received from various sources. Of the 4 events, 3 involved patients, and 1 did not involve a patient. 1 patient was a (B)(6) year old male. There was no patient information available for the 2 other patients.